Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can led to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can led to systemic embolization, serious injury, or death."

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and developed thrombus, limb ischemia and would subsequently expire. The patient was receiving dialysis and coded. Cardiopulmonary resuscitation (CPR) with multiple shocks was delivered. The patient went to the emergency department and extracorporeal membrane oxygenation (ECMO) was placed. Computed tomography (CT) scan revealed a thoracic bleed and three broken ribs from the CPR. The patient was transported to the catheterization lab and catheterization showed chronic total occlusion of the circumflex and "severely" right coronary artery and a small left anterior descending artery was open and possibly clamped down due to pressors. The decision was made to implant an impella cp device which was successfully placed. The patient was noted as very sick and was not a candidate for ventricular assist device or transplant. Due to internal bleeding from the CPR, three units of blood and volume was given. The following day after start of impella mcs, thrombus and limb ischemia was noted to the impella leg. An attempt to place an antegrade sheath was noted with the possibility of a thrombectomy as well. The patient has a history of "severe" peripheral vascular disease and multiple interventions on both legs. The following day, the antegrade sheath that was placed clotted off. Severe peripheral vascular disease with no distal outflow was noted. Continuous renal replacement therapy (crrt) was started with noted issue of circuit clotting as well. The next day the unit update noted the patient had a gastrointestinal bleed. The patient expired the same day. CT scan showed no neural activity and care was withdrawn. The patient was very ill and on a combination of therapies including ECMO. There was a lot going on with the patient now in addition to the thrombus and limb ischemia related to the impella, and with this, there is not enough information to exclude the impella cp device as an associated factor to the outcome.